Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the metal front tip of vitrectomy probe was broken after removed from the cannula during vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no report of patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. However, the attached customer photo confirms the reported issue of a broken tip. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with needle taped to shell with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. No wear assessment could be performed due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to file was reviewed by the manufacturing site. Photo shows probe with a broken tip. Reported issue confirmed from photo. The complaint evaluation conforms the probe had a broken tip. How and when the tip became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action has been taken by the manufacturing site as an exact root cause for the broken probe tip could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).